Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Continuation of medical devices: product ID 694958 implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead oversensing of what appears to be noise as there were thirteen short v-v intervals. The rv leads sensitivity was decreased, and the lead remains in use. Additionally, the device showed one ventricular event that is not real and appeared to be oversensing of noise/emi (electromagnetic interference). The device remains in use. No patient complications have been reported as a result of this event.